Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the patient's improvement was not good after two adjustments and the dysphagia was difficult. It was also reported that the patient could only be fed through the catheter. It was unknown if the patient had 50% reduction in symptoms. No effective measures had been taken. Troubleshooting was unknown. The patient was currently observing at home. No further complications were reported as a result of this event. No further complications were reported as a result of this event.